Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. There was blood and contrast inside and outside of the device. The tip, distal shaft, collar and hypotube were microscopically and tactile inspected. Inspection revealed a complete separation at the collar, collar damage, tip damage and numerous kinks in the distal shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the shaft became separated. The target lesion was located in the middle right coronary artery (rca). A guidezilla¿ guide extension catheter was selected for use. During procedure, the physician attempted to advance the device as an additional support on the delivery of a 3x20 synergy stent; however, resistance was encountered. The physician decided to pull the device out; subsequently, resistance was again encountered at the entry point into the touhy of a non bsc hemostatic valve while trying to remove the device. Consequently, as the physician attempted to remove the device, the catheter became separated from the hypotube and became stuck in the guide where both devices were removed through the touhy. The physician disconnected the touhy and pulled the catheter out of the guide successfully. The procedure was not completed and no stent was deployed. There were no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the shaft became separated. The target lesion was located in the middle right coronary artery (rca). A guidezilla¿ guide extension catheter was selected for use. During procedure, the physician attempted to advance the device as an additional support on the delivery of a 3x20 synergy stent; however, resistance was encountered. The physician decided to pull the device out; subsequently, resistance was again encountered at the entry point into the tuohy of a non bsc hemostatic valve while trying to remove the device. Consequently, as the physician attempted to remove the device, the catheter became separated from the hypotube and became stuck in the guide where both devices were removed through the tuohy. The physician disconnected the tuohy and pulled the catheter out of the guide successfully. The procedure was not completed and no stent was deployed. There were no patient complications reported and the patient's condition was fine.